Event description:
We have three machines of ventilator product from carefusion (avea). On (B)(6) 2015 at 2200 hours, one of those machines stopped delivery of the set tidal volume to the patient, patient started gasping. We noted the tidal volume and minute ventilation decreased and became to zero. We disconnected the patient and ventilated her via ambu bag. Reconnected the patient on the ventilator, again same problem happened. Sole agent company engineer came on (B)(6) 2015 and checked about the machine, he said everything is o.k. After that I checked the machine and there is something wrong with alarm (high peak or circuit occlusion) and safety valve will open suddenly to ambient the air and the ventilator will stop delivering the set pressure or tidal volume. I need your assistance to register a call about this issue because it is related to patient's life and may cause death to some patients. Thank you for your support and waiting for your immediate contact or reply.